Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they needed their device reprogramed because it was not working and they were leaking fecal matter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s programmer was not working. The patient was receiving a warning por message on the screen. It was noted that the patient was in the hospital on (B)(6) 2017 due to being sick and was in the hospital twice. It was confirmed that the patient¿s hospital visits and sickness was not related to their device. No further complications were reported/anticipated.